Event description:
A us distributor reported that a monitor displayed a service code 102 and charge profile faults.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (charge profile faults, 102 service code) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause for the damaged components could not be positively identified. There were no adverse events associated with the monitor malfunction.